Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited episodes of undersensing resulting in false pauses. The reported event was noted via remote transmission. No further information was available.